Manufacturer narrative:
E1: address line 2:(B)(6) hospital. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming air in line at hospital in the home (hith) level 7. Per reporter, action taken: air inline family presented to the emergency department and safety computer numerical control fixed the issue. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned this complaint will be reopened for further investigation.